Event description:
The customer reported false repeat reactive alinity s htlv I/ii results on multiple donors. Results provided: sid: date: initial / repeat: western blot: (B)(6) 03mar2023 = 2.01 / 1.9 / 2.01 n. (B)(6) 03mar2023 = 1.01 / 1.06 n. (B)(6) 03mar2023 = 1.13 / 1.15 n. (B)(6) 05mar2023 = 1.29 / 1.24 / 1.26 n. (B)(6) 07mar2023 = 1.21 / 1.18 / 1.18 indt. (B)(6) 24mar2023 = 3.31 / 2.87 / 3.24 n (B)(6) 11mar2023 = 1.57 / 1.57 / 1.6 n. (B)(6) 11mar2023 = 1.55 / 1.36 / 1.46 n. (B)(6) 10mar2023 = 1.18 / 1.02 / 1.02 n. (B)(6) 08mar2023 = 2.19 / 2.2 / 2.09 n. (B)(6) 08mar2023 = 1.1 / 1.04 / 1.12 n. (B)(6) 14mar2023 = 1.17 / 1.13 / 1.14 n. (B)(6) 14mar2023 = 1.18 / 1.13 / 1.15 n. (B)(6) 08mar2023 = 1.27 / 1.30 / 1.31 n. (B)(6) 29mar2023 = 1.07 / 1.01 indt. (B)(6) 10mar2023 = 1.07 / 1.03 indt. (B)(6) 11mar2023 = 2.54 / 2.62 / 2.72 indt. (B)(6) 26mar2023 = 7.08 / 7.32 / 8.14 indt. Uom = s/co. No impact to donor management was reported.

Manufacturer narrative:
A complaint investigation for an increase in reactive rates and potential false reactive results for alinity s htlv-I/htlv-ii reagent included a review of trending data, labeling, device history record, field data, and a complaint search. No customer returns were available for evaluation. The complaint data for the product identified normal complaint activity for the complaint issue and no trends were identified. Labeling review concluded the labeling adequately addresses the issue. A device history record review did not identify any non-conformances or deviations. A review of field data for the overall performance of the alinity s htlv-I/htlv-ii reagent indicated the product was performing within product requirements. For lot 44095be00, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed is within product requirements and comparable to other lots analyzed in the comparison. Based on the results of this investigation, alinity s htlv-I/htlv-ii reagent, lot 44095be00 is performing as expected and no systemic issue or product deficiency was identified.

Event description:
The customer reported false repeat reactive alinity s htlv I/ii results on multiple donors. Results provided: sid (B)(6), date (B)(6) 2023,initial / repeat = 2.01 / 1.9 / 2.01, western blot n. (B)(6), (B)(6) 2023, = 1.01 / 1.06 , n. (B)(6), (B)(6) 2023, = 1.13 / 1.15, n. (B)(6), (B)(6) 2023, = 1.29 / 1.24 / 1.26 , n. (B)(6), (B)(6) 2023, = 1.21 / 1.18 / 1.18 , indt. (B)(6), (B)(6) 2023, = 3.31 / 2.87 / 3.24 , n. (B)(6), (B)(6) 2023, = 1.57 / 1.57 / 1.6 , n. (B)(6), (B)(6) 2023 ,= 1.55 / 1.36 / 1.46 n. (B)(6), (B)(6) 2023, = 1.18 / 1.02 / 1.02 , n. (B)(6), (B)(6) 2023, = 2.19 / 2.2 / 2.09 , n. (B)(6), (B)(6) 2023, = 1.1 / 1.04 / 1.12 , n. (B)(6), (B)(6) 2023, = 1.17 / 1.13 / 1.14 , n. (B)(6), (B)(6) 2023 ,= 1.18 / 1.13 / 1.15 , n. (B)(6), (B)(6) 2023 ,= 1.27 / 1.30 / 1.31 , n. (B)(6), (B)(6) 2023 ,= 1.07 / 1.01 , indt. (B)(6), (B)(6) 2023 ,= 1.07 / 1.03 , indt. (B)(6), (B)(6) 2023 ,= 2.54 / 2.62 / 2.72, indt. (B)(6), (B)(6) 2023 ,= 7.08 / 7.32 / 8.14, indt. Uom = s/co. No impact to donor management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6).